Event description:
It was reported that packaging issue and stent dislodgement outside the patient occurred. A 8 x 3.00 promus premier stent was selected to treat the lesion. It was found out that the package was not sealed tight and the stent was detached from the balloon. The procedure was completed with another of the same device. No patient complication was reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned without packaging. The stent had detached from the balloon and was not returned. The balloon was not properly folded partially inflated with media inside the balloon. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that packaging issue and stent dislodgement outside the patient occurred. A 8 x 3.00 promus premier stent was selected to treat the lesion. It was found out that the package was not sealed tight and the stent was detached from the balloon. The procedure was completed with another of the same device. No patient complication was reported and the patient's status was stable.